Event description:
On (B)(6) 2024, it was reported by a sales representative via email that two ar-3636 knotless fibertak could not be malleted all the way down. The anchors were removed, and additional ar-3636 knotless fibertak devices were used to complete the case. This was discovered during a posterior labral repair procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 1/17/2025: the case was delayed about five minutes; however, additional anesthesia was not needed.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or improper surgical technique. The complaint allegation was not confirmed. No evidence of the failure was received.